Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was noted that the cause of the reported issue was most likely due to wear and tear as well as improper handling. The loop showed wear from use, evident in the tapered, melted, chafing wire in the area of the break. Additionally, the insulating tubes had been subjected to high thermal stress and were partially melted. One ceramic sleeve had been exposed and broken, indicating the presence of a mechanical force. It should be noted that a fragment was missing and its whereabouts were unknown. A short circuit between the optics and the electrode could be ruled out, as no error message from the generator had been reported. Therefore, the device did not satisfy its specifications, confirming the occurrence of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D1. Full device name: hf-resection electrode, loop, 24 fr., 0.35 wire, 12°, sterile, single use, 12 pcs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during cystoscopy with transurethral resection of a bladder tumor, while using the "hf-resection electrode, loop, 24 fr., 0.35 wire, 12°, sterile, single use" to dissect tissue, the loop of the electrode "vaporized" in the bladder. The device was removed from the patient's bladder and replaced with a new loop. It was unknown how the device was retrieved. No delay's or injuries occurred, and the procedure was completed successfully.